Manufacturer narrative:
On (B)(6) 2019, mentor became aware that section outcomes attributed to adverse event was unintentionally not selected on initial submission. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Manufacturer report number 1645337-2019-10083 has incorrect due date of (B)(6) 2019, the correct due date is (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 5/2/2019 mentor became aware that the initial report with manufacturing report number, unintentionally has incorrect serial number. The actual serial number is unknown. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
Medwatch number: mw5083903 it was reported that a female patient who underwent breast implant surgery procedure with mentor medical devices (sm mpps dv 350cc) has experienced autoimmune disorder. This case was not confirmed by a healthcare professional. No further information is available at this time. Should more information become available, this case will be re-assessed and notes will be updated. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left side.